Manufacturer narrative:
Review of the device history record (DHR) and other quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer stated through email that a u by kotex click tampon came apart upon removal and tampon pieces remained inside of her.